Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that device failures and/or patient complications occur when placing the accucath ace¿ intravascular catheter(s) in this case / for this patient. Unexpected bleeding/bleedback/blood loss.